Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support, who guided them through a complete pump reset, and successfully started their sensor session without any further errors.